Manufacturer narrative:
The main board was returned to the instrument service center (isc). A visual inspection was performed on the returned part for cracks, misalignments, corrosion and other physical defects. No damage or defects were observed. Functional testing was performed by installing the main board onto a working testbed instrument. All existing data was erased to ensure a clean testing environment, followed by an update to the latest software version. The board's functionality was then verified to confirm it operated within its intended parameters. The main board was assessed for durability and reliability under test conditions to determine its long-term performance. Isc could not determine the cause of the reported event, cause not established. The main board met all specifications and intended use without any identified design or manufacturing defects.

Event description:
A customer reported error message ¿2001 rtc power on clear, 5002 no response from slave, and 5030 csum error (reagent)¿ errors on the aia-360 analyzer. The customer restarted the analyzer, but error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by turning the analyzer on and the error message printed. While troubleshooting fse checked the fuses and found a failure of the main board. Fse replaced the main board and resolved the complaint. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The aia-360 operator's manual under section7-1: error messages states the following: (2001) rtc power on clear. Description: an internal clock backup error occurred. Troubleshooting: reset the date and time. If this problem reoccurs, contact the service department. (5002) no response from slave: description: slave response not detected error. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. (5030) csum error (reagent: description: test file checksum error. Troubleshooting: turn the power off and on again and check the test file and calibration curve. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to failure of the main board.